Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump delivered (B)(4) units of insulin when it was not programmed to do so. Customer was attempting to treat (B)(4) carbs. Customer's blood glucose was 14 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The event history file was overwritten. Unable to verify the unexpected boluses. The pump was programmed with multiple bolus wizard deliveries and was monitored. All boluses delivered completely their indicated amounts and were properly recorded in the daily history noted. The pump was monitored for several days with a program of 2.0 units basal rate and all basal rates registered properly in the daily history. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.